Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an iphone with ios operating system version 16.6.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, requiring both unspecified self-treatment and hcp administration of unspecified treatment after a hcp meter reading of 3.1 mmol/l was obtained. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. Visual inspection has been performed on the sensor tail, no failure modes were observed. Sensor state 7 with event log 11, 224, and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. An extended investigation has been performed. Visual inspection performed on the returned sensor and no issue was observed. Extracted data from the returned sensor using approved software. The returned sensor was de-cased. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Returned sensor was scanned and connected to debug application to receive first 5 ble (bluetooth) packets and the 5 ble packets were appeared on the app screen after waiting for few minutes. The passing of accuracy testing (smu) and generation of 5 ble packets indicates that there was no missing high or low glucose issue with the sensor, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an iphone with ios operating system version 16.6.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, requiring both unspecified self-treatment and hcp administration of unspecified treatment after a hcp meter reading of 3.1 mmol/l was obtained. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an iphone with ios operating system version 16.6.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, requiring both unspecified self-treatment and hcp administration of unspecified treatment after a hcp meter reading of 3.1 mmol/l was obtained. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported missing high or low alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an iphone with ios operating system version 16.6.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, requiring both unspecified self-treatment and hcp administration of unspecified treatment after a hcp meter reading of 3.1 mmol/l was obtained. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. The following was corrected: date of event: modified from 10/14/23 to 9/14/23.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an iphone with ios operating system version 16.6.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, requiring both unspecified self-treatment and hcp administration of unspecified treatment after a hcp meter reading of 3.1 mmol/l was obtained. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted all pertinent information available to abbott diabetes care has been submitted.